Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.there are warnings in the package insert that state that these types of events can occur under possible adverse effects: 14. Intraoperative or postoperative bone fracture of the femoral neck and/or postoperative pain.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2006 due to femoral neck fracture. A review of invoice history confirmed both surgery dates and that the acetabular cup and femoral head were removed and replaced with a total hip.

Manufacturer narrative:
Patient underwent femoral resurfacing procedure initially and not total hip arthroplasty.

Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2006 due to femoral neck fracture. A review of invoice history confirmed both surgery dates and that the acetabular cup and femoral head were removed and replaced with a total hip.

Event description:
It was reported that patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6), 2005. Subsequently, patient was revised on (B)(6), 2006 due to femoral neck fracture.